Event description:
During an animal testing, the cypher select plus 2.50 x 18 mm balloon leaked at the proximal part.

Manufacturer narrative:
There was no difficulty removing the product from the hoop, and no kinks or any other damages were noted prior to inserting the product into the specimen. The device prep normally (maintain negative pressure). The contrast to saline ratio was 50/50. A 20/20 indeflator from guidant was utilized to inflate the balloon, and five other stents were deployed with the same indeflator in the same animal with no special events. The balloon was inflated at 14 atmospheres and immediately was not able to maintain the pressure. A small hole was found at the proximal part of the balloon. The leak was noticed when the cypher was in the animal's (lad) left anterior descending artery. The balloon did not burst, but was not able to maintain the pressure at the very beginning. The balloon catheter did not kink while being used. The stent was deployed and very good angiographic appearance at the end. The anatomy was not calcified or tortuous, very straight vessel. No resistance or friction was noted during insertion. The product is expected for evaluation and analysis; however, to date, it has not been received. Additional info will be submitted within 30 days of receipt. This device is similar to us cypher stents.